Event description:
The amount of light is dark. I had a symptom that it would be cloudy before, but I returned it because there was no abnormality. At the time of the previous repair, the pointed out matter was not reproduced. The lens surface is clean, but there are small scratches. It is not clear, but this may be the cause. It is used as it is without repair, but it is still cloudy and dark. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: this MDR was submitted on jan 4, 2022, it was submitted as 9610877-2021 due to an error. Therefore, we re-submit it with the new number 9610877-2022. Before correction MFR no.:9610877-2021-01962. After correction MFR no.:9610877-2022-00071.